Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required were not provided. A two-year search of the complaint database for the provided product codes did not identify a trend for breakages. Provided information states the trial head was possibly shaven during the reduction. The investigation could not verify or identify any product contribution to the reported event with the information provided. Continue to monitor via (B)(4) post market surveillance. Based on the investigation, the need for corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During trial reduction by using the reported product, a blue substance was left in the groove of the stem-neck part. They reported that it seemed to be the part of the trial head possibly shaven during the reduction.